Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment difficulty and no resistance with the thumbslide were unable to be confirmed as the stent was already fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the reported deployment difficulty and not feeling the normal resistance with the thumbslide were the result of the distal sheath of the delivery system being bent or kinked in the anatomy preventing the ratchet ears from engaging the stent properly. Additional movement, positioning of the stent system during the attempts to deploy the stent may have re-positioned the distal sheath such that the ratchet ears were able to re-engage with the stent to finish deployment. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a target lesion in the superficial femoral artery. The supera stent delivery system was advanced to the target lesion and deployment was initiated; however, after about 3 cm of the supera stent had been deployed, it was noted that when the thumbslide was advanced, the stent was not deploying. The normal thumbslide resistance was not noted. 5-6 unsuccessful deployment attempts were made. One more attempt was made to deploy the stent and it was successful. The stent was fully and successfully deployed in the target lesion. The delivery system was removed without issue. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.